Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Is an attorney.

Event description:
Litigation alleged pain and discomfort, injury, emotional distress and mental anguish. Therefore, on (B)(6) 2013, patient was revised due to instability, abductor deficiency with fragmentation, and metallosis. This revision involved the replacement of head and liner. Doi: (B)(6) 2000; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges fracture of the component, metal wear and metallosis. Pfs has no new allegation. After review of medical records, patient was revised to address instability, synovitis, abductor deficiency with fragmentation and atrophy of the greater trochanter, metallosis with fracture of and fragmentation of polyethylene and proximal osteolysis.revision notes reported of synovitis, migration of the greater trochanteric fragment fragmentation and fracturing of poly liner was encountered with two main peices